Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed de novo target lesion was located in the mildly tortuous and non calcified left circumflex artery. A non-bsc guide wire was advanced and successfully crossed the target lesion. The target lesion was pre dilated with a 2.5x15mm non-bsc balloon catheter. A 2.75x24mm liberte mr stent was deployed at 12atms for 10 secs. Angiography revealed an edge dissection with compromised flow distally at stent level. For treatment, an overlapping 24mm 2.75 liberte stent was deployed and post dilated with the liberte stent delivery balloon catheter. Final result was good with timi iii flow. No further patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).